Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, follow-up examination reportedly revealed a type ii endoleak with aneurysm enlargement (amount unknown). On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the right lumbar and median sacral arteries were coil-embolized to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.